Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose of 43 mg/dl and high blood glucose of 600 mg/dl. The customer experienced different blood glucose level 242mg/dl, 104 mg/dl, 111 mg/dl, 105 mg/dl and 236 mg/dl. The customer was treated with manual injection for high blood glucose. Troubleshooting was declined for low blood glucose and high blood glucose level. The insulin pump will not be returned for analysis.